Event description:
It has been reported to philips that the flexvision monitor was black. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision screen was all black at startup. The fse restarted the system, but it did not improve the situation but turning the circuit breaker off/on improved the situation. The fse replaced the defective flexvision's dvi converter. After replacement of the dvi converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.